Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. Insulation abrasion was found at 3.5 cm to 4.5 cm from the lead tip. Abrasion are indicative off exposure to constant friction with another implantable device.

Event description:
It was reported that the right atrial lead exhibited low impedance. The lead was explanted and replaced.